Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A conclusive cause for the reported failure to achieve hemostasis and difficult to remove the closure device could not be determined. The treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that arteriotomy closure of the right common femoral artery was attempted using a 5fr sheath after a left heart catheterization. Reportedly, the starclose se clip was deployed without issue; however, the device was stuck in the artery. The access ports were used and the starclose se device was removed from the patient anatomy. No vessel damage occurred. Manual compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure. Reportedly, the patient was kept overnight at the hospital for observation. The physician is reportedly trained in the use of the starclose se device. No additional information was provided.